Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device could not be inserted due to a kink in the assembly. The device was intended to achieve hemostasis following a percutaneous coronary intervention (pci). However, the assembly could not be smoothly inserted into the puncture site. Use of the device was discontinued, and the assembly was removed from the patient. Upon inspection, a kink was observed at the tip of the assembly. A second angio-seal device was used to continue the procedure, and hemostasis was successfully achieved. Estimated blood loss was less than 250 cubic centimeters. The procedure performed prior to device deployment was pci. A pre-deployment angiogram was conducted. The ancillary sheath size used was 6 french. The puncture site was the right common femoral artery. Vessel diameter was not reported. No equipment or other devices were used with the above product. The event occurred intra-operatively.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.